Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on 3/29/2018. It was reported an alarm was heard and confirmed by telemetry. A pump safe state had occurred, and the pump had already been explanted. The rep indicated the pump would be sent back to the manufacturer for analysis. The pump was alarming despite trying to silence the critical alarm and reset the critical alarm interval. Technical services reviewed pertinent information per the caller¿s inquiries. The rep planned to check the pump status and see if they can take care of it, as they did not have the pump with them at the time of the call. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was replaced as scheduled and no adverse events. There were no further complications reported at this time.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the manufacturer representative named the hcp dr. (B)(6) as the initial reporter of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the low battery reset and ptm problems were not known. The ptm problem was said to have resolved. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving fentanyl (50 mcg/ml) and bupivacaine (5 mg/ml) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. The doses prior to the onset of the event were unknown, as the pump was at minimum rate at the time of interrogation. It was reported that the patient tried to use their personal therapy manager (ptm) on (B)(6) 2018 but was not able to. They were to replace the pump on (B)(6) 2018 and the pump logs were read. A critical alarm had occurred. A low battery reset had occurred. A safe state had occurred. There were multiple of these messages in the logs that only dates back to (B)(6) 2018. The pump had 3 months left until elective replacement indicator (eri), however they had already scheduled the replacement for (B)(6) 2018. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated the pump was removed but was still alarming. It was recommended not to turn the pump to off state if they intended to send it back for testing. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified a high battery resistance related to a population of batteries with reduced performance. If information is provided in the future, a supplemental report will be issued.